Event description:
User reported several curlin medical adminstration sets were leaking at the area where the flow stop plunger spring is connected to the tubing set. Fluid being delivered was tpn containing lipids. There was no pt injury.

Manufacturer narrative:
Three complaint samples were returned by optioncare. It was reported that these samples were leaking in the area of the flow-stop housing. Based on a review of the device history for the lot, there was no mfg or quality issues associated with the product. An examination of the returned sets indicates that leaking could be duplicated in 1 of 3 returned sets. The leak occurred at the position around the flow stop plunger spring as indicated. It was evident that the flow stop plunger was not fixed on the tubing. The plunger is normally bonded to the tubing. Additionally, there was a tear in the tubing in the area that the flow stop plunger should have been affixed to. The cause of this damage is unk, however, removing the flow stop plunger from its fixed position may have caused this tear. The other two returned samples were not leaking at the flow stop plunger spring as indicated by the pharmacy. A complete flow test of the set could not be performed as the tpn formula had hardened within the filter. This did not allow fluid to pass through the entire set. However, it was verified that these sets did not leak at the flow stop plunger spring as reported based upon attaching these sets to a reservoir bag and squeezing the bag to induce flow. Based on a review of complaint records, the leak at the flow-stop is an isolated occurrence.